Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device prompted a "unit failed" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the device history logs. However, the device was put through extensive testing including full functionality and stress testing without duplicating the report. The device was able to recognize pads. An internal inspection found no discrepancies. The shock collar / ergonomic registration was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.